Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed infection at the stoma. The patient was treated with antibiotic bactrim ds two times a day for 10 days. On (B)(6) 2016, report indicated that the infection was not cleared. A culture was done from the stoma site and patient was diagnosed to have yeast infection. Lotrimin cream was ordered.